Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available, omnipod software app version: data not available, operating system: data not available, hardware: data not available, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 48 and 72 hours. The patient reported the infusion site to have developed a large cyst, redness, and pain, with additional symptoms including trembling while driving and pain while walking, which became noticeable 1 to 2 days after pod removal. The patient sought medical attention at the emergency room (ER) on (B)(6) 2026 at (B)(6), and was diagnosed with a skin infection. The patient was treated with surgical excision of the affected area, followed by antibiotic therapy, and ongoing weekly wound care consisting of saline water cleaning, local anesthesia and wound bandaging. The patient stated that the ER visit lasted few hours. The pod was reportedly removed on (B)(6) 2026 prior to the medical intervention and was discarded by the patient.